Event description:
It was rpeorted that when the device was used during an unknown procedure, the lever of the instrument was broken. The procedure was completed with a similar device. There was no pt consequence. One device will be returned for analysis.